Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. An investigation was performed based on the returned sample provided by customer. An analysis on the sample provided reveals that the product did not perform as expected. The inflation lumen was closed/collapsed not allowing for proper inflation or deflation of the device. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Information received via complaint form indicates that non-deflating catheter balloon, the balloon had been punctured in order to remove from the patient.